Manufacturer narrative:
(B)(4).

Event description:
Data investigation could not confirm no readings / sensor error / brief sensor issue occurred. However, signal loss over an hour was found in connection to the reported allegation. The probable cause could not be determined.